Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported the string broke in two and was inaccessible to aid in the removal of the tampon. She was unable to remove the tampon and had to seek medical assistance. The emergency room provider removed the tampon and she is doing fine.